Event description:
A customer in the united states notified biomérieux of a false resistant result associated with vitek® 2 ast-gn69 test kit (reference 413400). The customer reported obtaining an incorrect cap survey result where piperacillin/tazobactam was incorrect. The expected result was sensitive. The original result was submitted as resistant >=128 (r). The customer pulled the specimen and performed repeat testing on vitek® 2 and microscan. Vitek® 2 yielded the same result of >=128 (r) and microscan had a result of <=16 (s). The customer mentioned that this portion of the survey is ungraded. There is no patient involvement due to being a cap survey. An internal biomérieux investigation will be initiated.

Event description:
A customer in the united states notified biomérieux of a false resistant result associated with vitek® 2 ast-gn69 test kit (reference 413400). The customer reported obtaining an incorrect cap survey result where piperacillin/tazobactam was incorrect. The expected result was sensitive. The original result was submitted as resistant >=128 (r). The customer pulled the specimen and performed repeat testing on vitek® 2 and microscan. Vitek® 2 yielded the same result of >=128 (r) and microscan had a result of <=16 (s). The customer mentioned that this portion of the survey is ungraded. There is no patient involvement due to being a cap survey. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of false resistant results for cap survey strain (d-08) when testing with the vitek® 2 ast-gn69 card. The alcaligenes faecalis ssp. Faecalis strain resulted in resistant mics >/= 128 for piperacillin/tazobactam (tzp). The expected result was susceptible. The strain was submitted for investigation. The customer's submitted strain and the biomerieux cap d-08 survey strains were subcultured on tsab agar, identifications confirmed as a. Faecalis ssp faecalis, and testing included ast-gn69 cards from customer lots (5890758403, 5890708203) and a random lot (5890711103) as well as broth microdilution (bmd) as the reference method for the tzp formulation on this card (tzp03n). 911703 (customer's d-08 strain): all three cards tested gave a resistant mic >/= 128. Bmd gave a susceptible mic </= 4, demonstrating a major error for the vitek 2. 911704 (biomerieux internal d-08 strain): on both customer lots of ast-gn69 cards, susceptible mic </= 4 and on the random lot a resistant mic >/= 128 were obtained. Bmd gave a susceptible mic </= 4 . Card and reference method are in agreement for the customer lots, but the random lot mic results demonstrate a major error for vitek 2 when compared to reference. This is an atypical strain.